Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is not confirmed. Product has not been evaluated as it has been determined the event is not related to device. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Review of the reported event by a health care professional found: atrophy is a deconditioning of the muscles from lack of or limited use. Physical therapy or home exercises are prescribed before and after a total joint procedure to keep the muscles strong and stable. Recovery from the physical disruption of surgery is dependent on the patient's comorbidities and ability to withstand postop therapy. Atrophy can result in difficulty ambulating, imbalance, range of motion of a joint and weakness which can further contribute to swelling with lack of use. Atrophy can usually be reversed with stretching, exercises, and increased movement. The root cause of the reported event was determined to be unrelated to the device. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - 434903611 (63862893). - 211215 (260890). - 211263 (216430). - 434902502 (63869256). - 115370 (457360). - 434903611 (63862893). - 211228 (533480). - 211228 (301870). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right reverse total shoulder arthroplasty. Subsequently, 10 months post-implantation it was reported that the patient experiences stiffness with rom and significant deltoid weakness. The patient received a cortisone injection and additional physical therapy that focused on anterior deltoid strengthening approximately two months post-implantation. The patient noted no further complications and the adverse events resolved.